Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, while being advanced through another manufacturer's sheath, the cat6 became kinked. Therefore, the physician removed the cat6 and swapped out the sheath for a compatible sheath. The physician was then able to advance a new cat6 through the sheath and the procedure continued with no further issues. There was no report of an adverse effect to the patient.